Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent delivery system broke while advancing inside the guide catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.